Event description:
It was reported that the pump reports overpressure when the cassette is refilled. There was no reported patient involvement.

Manufacturer narrative:
The affected device was returned for evaluation. The event history log confirmed the reported problem. Visual inspection was performed. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.